Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the basket failed to open. The indication for the procedure was reported as "gallstones". It was noted that the pt had a prior sphincterotomy. The physician made a "pneumatic dilatation at 18mm" with an unspecified device at an unspecified location. In an attempt to perform lithotripsy, the physician advanced the trapezoid rx lithotripter basket, however, the basket failed to open and was removed from the pt. The procedure was not completed as it was noted that another of the same device was not available. No pt injuries or complications were reported. The pt's status is reported as ''stable".